Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown and a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and resumed insulin therapy. Additionally, it was reported that the pump date and time was incorrect, cause was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customer¿s blood glucose level was 300 mg/dl.